Event description:
Retcam is a device used in the operating room space on neonates to diagnosis neonatal retinopathy. The lens of the camera is placed on the eye after application of a sterile lubricant. This process is considered "contact with mucous membranes" which requires "high level disinfection". The ifus give instructions for cleaning with alcohol("low level disinfection"). The ifus do indicate that there is a high level disinfectant; however it is not available in the u.s. The company rep was contacted and was not able to make another recommendation for a cleaning solution. Our sterile processing dept does not have a solution for us. We are not aware of any infections that have occurred as a result. We are told there is no option for use other than the retcam